Event description:
It was reported by the patient that they were not feeling well, passed out, and had chest pains throughout the day. The patient stated that they received a shock last week due to svt (supra ventricular tachycardia). Follow-up was attempted with the clinic for additional information but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No further patient complications have been reported as a result of this event.